Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2015 with the following findings: evidence of moisture contamination behind display lens. Pump powers with returned battery cap. Pump case cracked in upper rh corner of display area. Unable to complete/pass "download" and checklist steps 4, 9 and 12 due to internal moisture damage. Leak test shows leak at crack in pump case. Removed pump case. Evidence of moisture contamination throughout inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.